Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code) updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had a fiber optic sensor module failure. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a fiber optic sensor module failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9 device available for eval?, return to manufacture date, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. A getinge field service engineer fse was dispatched to evaluate the unit. The fse reported that they replaced the fiber optic module. The fse found that the printer would not print, and replaced the printer. The fse also found the drive regulator not able to calibrate to meet specs. The fse replaced the regulators. The fse then replaced the compressor as it could not reach specifications. The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received the following parts associated with this complaint parts were received with a reported failure of a fiber optic module error, regulators can't be adjusted, and compressor will not reach proper pressure. The fat performed a visual inspection and found possible saline residue. Will not install and test due to residue. The fat installed the other parts individually in cardiosave test fixture serial number and tested the parts to factory specifications per the cardiosave service manual part number revision r. Was unable to reach proper pressure and had a mechanical noise coming from inside. Confirmed reported issues but no root cause defined. No failure confirmed and retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a